Event description:
This complaint is from a clinical study. The target lesion was left common carotid artery. The patient was male. There was vessel tortuosity and no calcification, the rate of stenosis was 80%. The angioguard xp delivery and the stent placement (precise) were unsuccessful. Pre-dilatation (4mm/6atm) and post-dilatation (5mm/6atm) were performed with balloon catheter (brand unk). The percusurge (medtronic, 6mm) was used for the procedure. During the procedure, when the stent was placed in the target lesion, the patient developed tia with symptom of paralysis (side unk) and I-stent thrombosis was also observed. Pta was performed in the stent and the paralysis was disappeared without any treatments within 24 hours. Cerebral infarction, which did not exist at the pre-procedure, on the ipsilateral side was confirmed by MRI at the post procedure. The thrombus was found within the filter basket of the ag after the removal from the patient body. The patient has recovered and is out of the hospital now. According to the physician, in-stent thrombosis was occurred due to the stent placement, and this contributed to the tia.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 1016427-2009-00167. Additional information will be submitted within 30 days of receipt.